Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an abscess at the pod¿s insertion site arm while wearing the device between 24 and 54 hours. The patient's blood glucose values were not provided. The patient reported experiencing itching and burning at the infusion site during insulin delivery, followed by redness after pod removal. A subsequent pod was applied to a nearby site on the same arm; however, worsening redness was observed. The patient later sought medical attention on (B)(6) 2026 during a routine appointment, the diabetologist examined the initial insertion site and diagnosed an abscess, which was incised and drained at diabetespraxis maria schmidt. Additionally, the wound was treated with topical antibiotic ointment. The patient was advised to monitor the site and to seek emergency care if the condition worsened. No further information was provided.